Event description:
It was reported that "on (B)(6) 2025, in intensive care, while changing a dressing, the patient experienced a sudden drop in blood pressure after detachment of the tegaderm. A leak was discovered in the proximal central line. This was an isolated incident. Surgery was performed on the same day to insert a new central line." Additional information was received states the patient's blood pressure dropped to 40mmg." The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The customer returned one, 3-lumen catheter for analysis. Signs of use in the form of excess biological material were observed on and within the extension lines. Visual analysis revealed the catheter body appeared intentionally severed towards the juncture hub. There was a hole in the proximal extension line towards the juncture hub. Microscopic analysis confirmed the damage, and the edges of the hole appeared smooth and uniform which is damage consistent with contact with a sharp instrument (i.e. Scissors, scalpel, etc.). It is noted that the customer stated the damage was observed during redressing of the catheter while in use. The hole in the proximal extension line measured 21 mm from the juncture hub. The proximal extension line outer diameter measured 2.20 mm, which is within the specification limits of 2.13-2.21 mm per proximal extension line extrusion product drawing. The proximal extension line inner diameter measured 1.50 mm, which is within the specification limits of 1.42-1.50 mm per proximal extension line extrusion product drawing. The catheter was functionally tested per the product instructions for use (IFU). The IFU provided with this kit instructs the user, "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s)." A lab inventory syringe filled with water was attached to each extension line. The distal and medial extension lines flushed as intended. Leaking was observed from the hole in the proximal extension line when it was flushed. A manual tug test confirmed all three luer hubs remained intact to their respective extension lines. The IFU provided with these kits warns the user, "do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations." The customer report of an extension line leak was confirmed through complaint investigation of the returned sample. Functional and visual inspection revealed a hole in the proximal extension line. The edges of the hole were smooth and linear and appeared consistent with damage resulting from contact with a sharp instrument (i.e. Scalpel, scissors , etc.). It is noted that the customer stated the damage was observed during redressing of the catheter while in use. The catheter met all relevant dimensional requirements with no evidence of a manufacturing defect observed. Based on these circumstances, unintentional use error (contact with sharps) likely caused or contributed to this event. Teleflex will continue to monitor and trend on reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "on (B)(6) 2025, in intensive care, while changing a dressing, the patient experienced a sudden drop in blood pressure after detachment of the tegaderm. A leak was discovered in the proximal central line. This was an isolated incident. Surgery was performed on the same day to insert a new central line." Additional information was recieved states the patient's blood pressure dropped to 40mmg." The patient's current condition is reported as "fine".